Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (367-489 mg/dl) and boluses via the pump were delivered to address the bg level. The customer was not sure what was causing the high bg and thought it might be related to the tubing. The customer changed the supplies multiple times; however, the bg remained high. The customer reverted to using insulin injections for insulin therapy and was to discuss the high bg events with a healthcare provider.